Event description:
The subject device showed a decline in the battery curve when interrogated before implantation. The recommended replacement time has not been reached, but battery voltage was below 3.0v. The device has not been implanted as recommended in the manual. The device has been interrogated in the packaging once before at an unknown date. The preliminary analysis revealed that the battery depletion was abnormal.

Event description:
The subject device showed a decline in the battery curve when interrogated before implantation. The recommended replacement time has not been reached, but battery voltage was below 3.0v. The device has not been implanted as recommended in the manual. The device has been interrogated in the packaging once before at an unknown date. The preliminary analysis revealed that the battery depletion was abnormal.

Manufacturer narrative:
The preliminary analysis confirmed that a premature battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device showed a decline in the battery curve when interrogated before implantation. The recommended replacement time has not been reached, but battery voltage was below 3.0v. The device has not been implanted as recommended in the manual. The device has been interrogated in the packaging once before at an unknown date. The preliminary analysis revealed that the battery depletion was abnormal.